Event description:
Two ez35ws were used during a lavh. The first device would not open after firing. They had to manually pry open the device to remove. The staple line was fine. A second ez35 was opened. When the second device was fired, the gray firing handle broke off. The device did fire the staples and the staple line was fine. There was no consequence to the patient.